Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A center director reported that thee eye tracker stopped working during surgery. The procedure was completed for the left eye but the right procedure was aborted and rescheduled for a later date. Additional information received states that the patient's right eye procedure was completed at a later date and the patient is doing well.